Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken grip at the base of the tip. A piece measuring approximately 9.50 mm x 1.66 mm was found to be broken off. The probable root cause of grip breakage is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces during sample handling.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke down. Customer had visually inspected the instrument prior to its usage. It was used for liver parenchyma but, after a few minutes, the instrument broke away while it was being cleaned outside the abdomen with a wet compress. The procedure was completed with no reported injury intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information on the reported issue; however, no further additional information is available.